Manufacturer narrative:
Correction: b5 - describe event or problem.

Event description:
It was reported that the patient presented in-clinic for an initial implant surgery. During the procedure it was noted that the left-ventricular (lv) lead exhibited unspecified capture issues, its helix failed to retract and was bent. As a resolution the lv lead was not implanted and a near at hand replacement was implanted instead on (B)(6) 2025. The patient condition was stable.

Manufacturer narrative:
The reported events were unspecified capture issue, helix mechanism issue, and bent helix. A complete lead was returned in one piece. The reported events of helix mechanism issue and "helix was slightly bent" were confirmed and the reported event of an unspecified capture issue was not confirmed. Visual and x-ray examinations of the lead found the helix was bent consistent with procedural damage. Electrical testing did not find any malfunction. The helix mechanism extension/length test could not be performed due to a bent helix. The cause of the reported event of helix mechanism issue and "helix was slightly bent" was isolated to the helix being bent consistent with procedural damage.

Event description:
It was reported that the patient presented in-clinic for an initial implant surgery. During the procedure it was noted that the left-ventricular (lv) lead exhibited unspecified capture issues, its helix failed to retract and was bent. As a resolution the lv lead was not explanted and a near at hand replacement was implanted instead on (B)(6) 2025. The patient condition was stable.